Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a patient issues with the device not offering readings.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The company service representative, examined the system. And was unable to confirm or replicate the reported event. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).